Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing, and pacing inhibition greater than two seconds in some episodes. Technical services (ts) discussed episodes. No adverse patient effects were reported. The device remains in service.